Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a urinary tract infection and a blood glucose level of 465 mg/dl, which was treated with the insulin pump. The customer also reported that the insertion site was sore, irritated, and bleeding the day prior to the call. Troubleshooting for the high blood glucose level was not completed as the customer did not have a tubing clamp available. The insulin pump was not replaced or returned for analysis.